Event description:
A notification was received regarding a holmium fiber which was reported to have burned. No patient harm was reported. This complaint was initially reported to FDA under 1037955-2020-00038 on (B)(6) 2020.